Event description:
The pt was admitted to the or for a stent exchange. This pt had a silouette stent insertion last month and this stent is supposed to be used for long term or chronic use. The stent failed and the pt presented with hydronephrosis on a solitary kidney. Therefore, this stent was removed and a different stent was inserted two weeks later.